Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen went blank after being on for 30 seconds. The complainant indicated that there was no pt involvement in the reported malfunction.